Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had unit was sent in for bd repair depot with a bundle of other devices. That repairs were needed, and repair request had mistakenly not been filled for this unit prior. Unit is alarming with air in line alarm even when no air is found in the line.